Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that an axium coil could not be detached with an instant detacher as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). The patient was treated for a brain aneursym with endovascular coiling. It was reported that the physician removed the coil after two unsuccessful attempts to detach the coil. After the coil removal, the coil was found to be detached in the catheter. The procedure was completed with a new coil. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the report of "coil non detachment" was not confirmed. As received, the axium coil was returned with the implant coil detached and missing. Instant detacher was not returned as it was discarded. Additionally, pushwire bent and broke at the proximal end with the proximal portion of the pushwire pulled back. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The distal pushwire segment was bent at several locations from the proximal end. The retainer ring found damaged. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment; however user context may have contributed to this event. It is possible that the intact tack weld replacement (twr) crimp and an incorrect attempt of manual detachment (via hypotube) led to the difficulty during detachment. The report of ¿pre-mature detachment¿ was confirmed as device received implant coil detached and missing. It is possible that the break in the pushwire with the proximal tip pulled back or the damaged retainer ring may have led to the detachment of the implant coil. Note: per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.